Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Event description:
Needs revision surgery for protrucio of the acetabular component. The patient gives a history of pain in the left hip. X-rays of the left hip shows medial migration of the pinnacle cup of the left hip prosthesis.